Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the locking mechanism of an aviator assy two level plate failed to lock completely and was implanted in the patient with a partial lock.

Manufacturer narrative:
Retained in the patient.

Event description:
A company representative reported that the locking mechanism of an aviator assy two level plate failed to lock completely and was implanted in the patient with a partial lock.